Event description:
On (B)(6) 2013, the following info was provided to kci by the kci (B)(6) rep: at the (B)(6) society for surgical wound care conference, the physician reported that, dates not provided, a pt underwent a wound debridement and closure of the left knee joint capsule. Post-operative day 5, v.a.c. Therapy was applied. Post-operative day 23, the pt allegedly developed a rash and a fever. V.a.c. Therapy was removed. A wound culture was performed that indicated (B)(6). A providone-iodine sugar paste was used to treat the wound, and the pt's condition improved. A skin graft was applied, and the wound was closed. Since the unit's type or serial number were not provided, kci cannot conduct a device eval of the unit. Kci has not been able to obtain sufficient info. No add'l info is available.

Manufacturer narrative:
On dates not provided, the pt was in a car accident and received a left below the knee crush injury. The damage extended from the inner joint of left knee to the tibialis anterior muscle, with no bone fracture. On the same day of the accident, a wound debridement was performed, and the wound was closed without suturing the fascia of lower extremity due to a concern for compartment syndrome. An artificial dermis was applied, and the shoelace technique was used to close the wound prior to the application of v.a.c. Therapy. On (B)(6) 2013, at the (B)(6) for surgical wound care conference, the physician reported that the pt's white blood cell count had not increased, and the infection was considered viral. Based on the info provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.